Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are unresponsive. There was evidence of keypad contamination found under all key contacts. There was visible moisture in the display lens, and investigation revealed a case leak and damage to the pump casing. There was moisture observed under the contrast button and evidence of contamination on the keypad flex connector.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow and down arrow keypad buttons were intermittently unresponsive. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with warm water and a soft cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.